Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a failure code 703:00:00, which interrupted delivery. It was not reported in which care area this occurred. Patient involvement was not known; however, no injury or medical intervention was reported. No additional information is available. The user interface module software version of this device is 6.63.92 - remediated colleague.

Manufacturer narrative:
(B)(4).evaluation summary: the condition of a colleague infusion pump with failure code 703:00:00, discovered in the pump's event history, was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a defective pump head module. The pump head module was replaced to correct this condition. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Should additional information be received, a follow-up medwatch will be submitted.